Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent percutaneous posterior spinal fusion surgery due to l1 burst fracture at th12-l2. Post-op, side th12 screw broke from its base. The patient had no symptoms. The surgeon considered that bone union has been progressing so the patient will be followed-up.

Manufacturer narrative:
X-ray review results:- lateral post-op x-ray and axial post-op CT provided for thoracolumbar junction construct implanted to stabilize compression fracture, burst fracture, contributory factors include excessive motion at transitional segment without bony fusion. Root cause: indeterminate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.